Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular his (rv) lead exhibited intermittent capture and under-sensing. The rv his lead was re-programmed and remains in use. No patient complications have been reported as a result of this event.